Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar impendence's and a confirmed fracture. The physician chose to reprogram the lead to a unipolar setting and a replacement procedure was scheduled. When the patient presented for the replacement procedure, it was noted that the lead was not capturing or sensing, and the lead was completely severed. The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analysis revealed that the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo, the inner insulation of the lead became breached due to a rupture while in vivo and the outer insulation of the lead developed a breach due to a depression while in vivo.